Manufacturer narrative:
A siemens headquarters support center (hsc) specialist evaluated the instrument data. After reviewing the data, hsc dispatched a siemens customer service engineer (cse) to the customer site to test for sample carryover on the electrolytes and for the cse to visually inspect the aliquot probe and integrated multi-sensor technology probe drain for damage or accumulation of gel. The cse ran the carryover test, and visually inspected the imt probe as requested. The cse ran 3 advanced cleans and replaced the imt sensor. The cse ran quality controls, and the results were within range. The cause of the discordant, falsely elevated na, and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on patient sample ID (B)(6) and a discordant, falsely elevated sodium result was obtained on patient sample ID (B)(6) on a dimension vista 500 instrument. The discordant results for patient sample ID (B)(6) were obtained upon repeat testing and did not match the original results from an alternate dimension vista instrument. The discordant results were not reported to the physician(s). The tests were repeated on the alternate dimension vista 500 instrument in triplicate, resulting lower and matching the initial results. The discordant, falsely elevated na result obtained on patient sample (B)(6) was reported to the physician(s). The sample was also repeated on the alternate dimension vista instrument, resulting lower. The corrected results for both patients were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, and cl results.